Manufacturer narrative:
Device received with a cracked case on display window corners, a scratched lcd window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had a crack on its display. The device was not dropped or bumped. The drive support cap appears normal. Customer was not in a car accident. Customer agreed to return the device for analysis. No other details provided.